Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was inflated three times and ruptured on the third inflation. No segment of the balloon was detached inside the patient after it ruptured and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The balloon was loosely folded with blood in the hub, inflation lumen, wire lumen and balloon. Microscopic inspection revealed a burst in the balloon material, 19mm in length. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the balloon was inflated three times and ruptured on the third inflation. No segment of the balloon was detached inside the patient after it ruptured and the patient¿s status was stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for pre-dilation. However, during inflation, the balloon ruptured into the patient's artery. The procedure was completed with another of the same device. No patient complications were reported.